Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found foreign material in the form of a section of the stripped guidewire coating.

Event description:
It was reported that the ventricular lead was dislodged. The lead was explanted and replaced.